Manufacturer narrative:
Age or date of birth: pediatric patient. Device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) clearlink system continu-flo solution sets were leaking coming from the port. For one incident, the leaked occurred at the port closest to the patient. This was observed during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The incidents occurred while the devices were connected to pediatric patients. Nothing was attached or had been attached to the ports. (Omitted on initial). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.